Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: investigation ongoing.

Event description:
Hamilton medical ag received the following complaint description (summary): hospital staff observed an unusual pressure waveform during the cycling phase, showing a diagonal instead of a vertical drop in simv+ and psimv+. The flow and volume waveforms were reported as normal, and the humidified fisher & paykel circuit with filters, the hamilton-c6 expiratory valve, and the hamilton flow sensor were reported to be correctly set up with no visible issues and no alarms triggered. An additional device was required. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: it was reported that an abnormal pressure waveform was observed during the cycling phase while the hamilton c6 was in clinical use on a patient. The pressure waveform showed a diagonal descent instead of a vertical drop in simv+ and psimv+ modes, while the flow and volume waveforms were recalled as normal. The patient was switched to another ventilator using the same circuit and settings, and no harm was reported. Log file analysis showed that the device recorded alarms for inspiratory volume limitation, disconnection on the patient side, low minute volume, check intellicuff state, and low tidal volume. No abnormalities were identified in the error log or service log, and the instrument report was not available. No corrective actions were performed, and repeated requests for confirmation of part replacement or successful service software checks received no response. As no further information was provided and no technical failure could be confirmed, the complaint is being closed.